Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 36 mg/dl. Suspected cause was due to having a basal rate setting that was too high. Reportedly, customer required assistance from their son who called the ambulance who administered glucose injection to address bg level. Customer updated the basal rate setting to address the event.